Manufacturer narrative:
(B)(4).

Event description:
Complaint related to the same incident under (B)(4). Procedure type: mitral reconstruction. According to the reporter: surgeon informs that the sutures break (tear), the needles have no consistency and they are difficult to manipulate. Due to this issue, the patient remained 60 additional minutes with ischemia in the heart. Now the patient has an artificial heart and is about to die. More than 30 minutes delay due to the problem. Damaged to tissue. Additional information received: the sales regional manager and the field service manager met with the surgeon. According to the surgeon, the problem is not in fact a quality problem with the specific lot of suture used during the procedure, but a complaint on the inadequacy of this type of suture and model according to the surgeons criteria. He reported that the pledgets are frayed, and the silicon coating seems of low quality. The length of 90cm was not adequate and he needs 75cm length with 10 threads. The patient was disconnected, although the death cannot be attributed directly to the suture.